Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information. The article is attached to this report. - (B)(4)

Event description:
The following article "percutaneous transcatheter closure of prosthetic mitral paravalvular leaks" reported the following adverse event(s): one patient underwent a successful prosthetic mitral pvl closure with an aso device, but the post-closure doppler exam revealed a residual shunt through the closure device. Over the course of several weeks, the patient developed progressively discolored urine that ultimately evolved into hemolysis requiring transfusion and pigment-induced nephropathy with renal failure, a rarely reported complication of percutaneous device implantation. Despite cessation of all anticoagulant and antiplatelet agents, the residual flow through the device and hemolysis requiring transfusion persisted, necessitating surgical repair with a gore-tex patch resulting in minimal paravalvular regurgitation and major reduction of hemolysis and pigment-induced nephropathy. See article for complete details.